Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/30/2024 it was reported by a sales representative via (B)(4) that an ar-9512 arthrex univers revers stem/cup extraction adapter handle tip broke off during use. A photo is attached. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 6/5/2024: the ar-9512 arthrex univers revers stem/cup extraction adapter handle tip broke off during extraction of the suture cup while inside the patient. All fragments were retrieved. There was no case delay reported. This was discovered during a revision reverse shoulder arthroplasty procedure on (B)(6) 2024. The case was completed by opening another tray with the same device. No adverse effects on the patient reported due to the issue.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9512, stem/cup extraction adapter handle, serial/batch number (B)(6), was received for investigation. Visual inspection, under a magnifier, noted that the threads of the device are nicked and damaged. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.